Manufacturer narrative:
Ams records indicate the perigee graft was implanted on (B)(6) 2005. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2011-00393. Related to MFR report #2183959-2011-00394. It was reported that, "on or about (B)(6) 2005, the pt was implanted with an apogee vaginal vault. This was done to treat, stress urinary incontinence and pelvic organ prolapse. After, and as a result of the implantation of the pelvic meshes, the pt allegedly, suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, vaginal scarring, additional surgery and other injuries. Within the past two years, the pt began to experience vaginal erosion and sought medical attention for said erosions, and required two additional surgeries. As a result of having the pelvic mesh products implanted into her, she reportedly has experienced, significant mental and physical pain and suffering, has required additional surgery and medical treatment and has sustained permanent injuries."